Event description:
Arjohuntleigh received a customer complaint reporting the following: during the pt's transfer with encore active lift the right brake of the lift had not locked correctly, the lift moved suddenly and the pt dropped back to the chair. The pt received no injuries as a consequence of the event. Ref # MFR 9611530-2014-00038.